Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. Following pre-dilation with a cutting balloon, a 3.00x24mm synergy drug-eluting stent was advanced but failed to cross the lesion. A guiding catheter extension was used but it was still unable to cross. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged. Device eval by manufacturer: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 1 from the proximal end was lifted and bent in a distal direction. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.